Event description:
Meter name: ot basic, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: nausea, blurred vision. A patient reported they were seen in an urgent care clinic after they were treated with food. Their meter allegedly was inaccurately low. The result on their meter was 42 and 44 mg/dl. The result time difference between patient's meter and doctor's meter was unknown. Treatment was candy and orange juice before doctor realized patient was actually high. Patient was using expired strips.